Manufacturer narrative:
An event of valve migration and aortic insufficiency was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a 27 mm portico tavi valve was chosen for procedure. During the procedure, during the attempt to position the valve, it had moved itself above the annulus, 4 to 5 mm from the intra annular position from its intended position. Due to this event, the patient developed severe aortic insufficiency and a second portico valve was placed. A valve in valve procedure was successful and the patient remained stable throughout the procedure. The patient was discharged three days post implant. No additional information has been provided.

Event description:
Subsequent to the initially filed information, the following information was received on (B)(6) 2021. "At the time the portico valve migrated, the patient developed severe aortic insufficiency and experienced a massive leak and voltage drop. A second 27 mm portico valve was placed.